Manufacturer narrative:
No information to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time. The device is reusable, however, we do not know whether the problem was discovered in use.

Event description:
A hospital in another country reported that a 900mr755 heater wire had a crack at the entry point where a temperature probe can be inserted.